Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that  a patient with a history of spinal stenosis was having a procedure completed when the shaft separated from the handle of the instrument. The health care professional (hcp) was using the instrument as a probe, as they had already placed all of the screws. The planar probe was subsequently used. There was no delay to the procedure or harm to the patient or hospital staff. The probable cause of the reported issue was  normal wear and tear and a new instrument has been ordered.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.